Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection however the customer's reportable malfunction was not reproduced. Based on the results of the investigation, it is likely that the scope error occurred due to water invasion. However, a definitive root cause cannot be established. The instruction manual states the inspection method associated with the events in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced an e315 scope communication error during a diagnostic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple scope communication errors e243, e238, e226, e315, e216, and e396 occurred while using the flex video scope. There was no patient harm associated with the event.